Event description:
Event: acute synovitis - 2006 - a female pt received 1st supartz injection. On the event date - the pt returned to injecting physician complaining of increased pain and swelling. The knee was aspirated. The yellow fluid tested negative for infection. The pt was prescribed cipro (ciprofloxacin) and vicodin (hydrocodone/acetaminophen) orally. The next two days - the pt was admitted to the hosp where the knee as again aspirated. No uric acid crystals were seen in the analysis of the fluid. Eight days later - the pt was released from the hosp. Twenty seven days following - her current condition is better, but her knee is still swollen. Injecting physician's comment: the injecting physician believes that there is a causal relationship between the event and the supartz injection.

Manufacturer narrative:
We don't think that supartz is related to the infection because supartz is a sterilized product, our mfg record shows the lot of 6c082n comply with its specification, and any infections caused by the lot of 6c082n have never been reported from other facilities.